Event description:
It was reported that during the transurethral lithotripsy procedure, the tip part got separated when it was inserted into the endoscope. The procedure was completed with another of the same device and there were no known patient complications. The analysis of the returned device identified sleeve detachment.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detached. Block h11: the returned sensor wire was analyzed, and during the inspection, it was noted that the polytetrafluoroethylene (ptfe) had peeled at the distal section of the device. Furthermore, the sleeve had detached from the wire, which did not confirm the reported event since the tip showed no damage. Based on the investigation, it can be concluded that observed issues were probably caused by operational factors such as excessive force applied to remove the wire likely led to the sleeve detachment and ptfe peeled. Based on the analysis results regarding the observed detached sleeve, an investigation conclusion code of adverse event related to procedure was assigned to this investigation. Correction to field b5 (describe event or problem).

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detached. Block h11: the returned sensor wire was analyzed, and during the inspection, it was noted that the polytetrafluoroethylene (ptfe) had peeled at the distal section of the device. Furthermore, the sleeve had detached from the wire, which did not confirm the reported event since the tip showed no damage. Based on the investigation, it can be concluded that observed issues were probably caused by operational factors such as excessive force applied to remove the wire likely led to the sleeve detachment and ptfe peeled. Based on the analysis results regarding the observed detached sleeve, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, the tip part got separated when it was inserted into the endoscope. The procedure was completed with another of the same device and there were no known patient complications. The analysis of the returned device identified sleeve detachment.